Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a device changeout procedure, the physician requested setting changes for the old device still implanted within the patient. During this time, the replacement implantable cardioverter defibrillator (ICD) was connected wirelessly through the programmer. A sterile wand was handed to physician in interrogate and perform the requested settings changes. It was noted that while interrogating with the implanted device, the replacement ICD lost the connection with the programmer. As result, the replacement ICD had not yet been removed from storage mode. Prior to connecting the new ICD to the leads, the leads were tested with the pacing system analyzer (psa). Lead testing was completed without issues. Afterwards, wanded interrogation was attempted with the ICD, and interrogation was not successful. It was noted that this patient was pacer dependent, and the patient's heart rate was at 30 bpm. The ICD was then connected to the leads, however pacing was not delivered when required due to storage mode. As a result, the patient's heart rate fell to as low as 10 bpm. Wanded interrogation was performed once more, the ICD was removed from storage mode, and pacing was started. The patient's heart rate was between 10-30 bpm for a short while. It was later reported the patient had no further symptoms, and the replacement procedure was completed successfully.